Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 07/25/2017-device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2017 with the following findings: all keypad buttons were found to be fully functional. No external damage was noted. The keypad was removed, and no damage to button contacts or keypad flex cable was observed. The pump was opened and moisture corrosion was found on the keypad connector. The investigation was unable to duplicate the complaint of under responsive "up" and "down" keys.